Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transeptal crossing with the versa cross connect system and a watchman fxd curve access system (was) using transesophageal echocardiography (tee) imaging. After obtaining transeptal access a small effusion was observed measuring 1cm. The physician paused the procedure to monitor the effusion. The patient's blood pressure started to decrease, and medication (levophed drip) was administered. A pericardial tap was performed in the cath lab to treat the effusion and approximately 500ml of blood was removed and auto transfused. The patient was extubated, taken off medication, and admitted to the hospital for observation. The patient was discharged two (2) days post procedure.